Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations. A stem, head, and liner were revised. As reported by rep: "the liner separated from the shell, the head from the liner, and the head from the stem. The date of the previous surgery is the only information I do not have but can be obtained from the hospital."

Manufacturer narrative:
Reported event: an event regarding dislocation involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the ceramic head from the trident liner, dislocation of the trident liner from the shell and disassociation of the ceramic head from the stem. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text: device not available.